Manufacturer narrative:
Zimvie complaint number (B)(4). D1: brand name: unknown / provided d4: additional device information: unknown / not provided e1: reporter name: unknown / not provided g4: premarket identification PMA/510(k) #: unknown / not provided h4: device manufacturer date: unknown / not provided.

Event description:
The doctor reported a screw fracture in the anterior abutment of the bridge supported by implants located in positions 44 to 46.the doctor reported that the sutures were made and a scan was taken for a new prosthesis. Screw at tooth site 44 fractured and implant was removed. The procedure was not completed.